Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "patient and district nurse contacted helpline to say when assessing PICC line there was an external fracture. This caused PICC to leak during assessment at a bend nearer the bioconnector. Patient attended unit following helpline advice and PICC assessed, fracture evident and PICC was removed. Patient stated she had been told during PICC placement that if it were more PICC issues again she would have to have a hickmann line inserted next due to very poor vein access. Awaiting consultant confirmation for hickmann insertion." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "patient and district nurse contacted helpline to say when assessing PICC line there was an external fracture. This caused PICC to leak during assessment at a bend nearer the bioconnector. Patient attended unit following helpline advice and PICC assessed, fracture evident and PICC was removed. Patient stated she had been told during PICC placement that if it were more PICC issues again she would have to have a hickmann line inserted next due to very poor vein access. Awaiting consultant confirmation for hickmann insertion." No other information was provided.